Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer was diagnosed with diabetic ketoacidosis. The customer was given insulin adn IV fluids for treatment. The customer also reported having numbness on the left side of her body, but she refused more treatment and went home with a prescription for inovaka. The customer also reported that she refused training for her omnipod system. An omnipod representative suggested that she get training from a clinical services manager and the customer was open to the idea of someone assisting her.